Event description:
It was reported that the device was explanted and replaced prophylactically as it is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The pacemaker was functioning properly but the physician decided to replace it because the patient was pacemaker-dependent. The patient was stable with no consequences. The device was discarded and will not return for analysis.